Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, dysmenorrhea and rash. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and urticaria ("other (list): hives"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure micro-inserts). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and urticaria outcome was unknown. The reporter considered dyspareunia, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion following essure device placement. Lot number:50715772 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, uterine fibroid, dysmenorrhea and rash. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and urticaria ("other (list): hives"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure micro-inserts). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and urticaria outcome was unknown. The reporter considered dyspareunia, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral tubal occlusion following essure device placement. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.